Event description:
On (B)(6), (B)(6) voiced to therakos dissatisfaction with the performance of the therakos products at the clinic. The dissatisfaction was voiced as part of a contract review for a proposed price increase. As part of the discussion, (B)(6) provided to therakos a copy of the product issues list (pil) maintained by (B)(6) at their site, listing issues from (B)(6) 2012 through (B)(6) 2014. Therakos reviewed the information provided and decided to address the situation as a single complaint to better evaluate and investigate the issue in a manner that assured the integrity of all the data. Based on the review and in an abundance of caution, the five "product issues" below were identified as potentially reportable. The time-frame for the review was from 2013 when therakos became a standalone company to the last item in the list in (B)(6) 2014. Therakos first became aware of this list on (B)(4) 2014 ((B)(4)). The five (5) "product issues" being reported are:(B)(6): during a procedure on (B)(6) 2013 at 1310 mls of blood processed the rn visualized blood leaking from the bowl pressure sensor. The blood spilled onto the pump deck. The rn aborted the procedure and the patient lost approximately 200 mls of blood. Therakos was notified and pictures were sent. Cellex machine, serial number (B)(4), was removed from service. Kit lot-a330, manufacture date 11/01/2012 and expiration date 11/01/2014. (B)(6): a patient was undergoing a photopheresis procedure on cellex machine, serial number (B)(4), on (B)(6) 2013 and eighty two minutes into the procedure the rn noted blood seeping onto the machine deck from the tubing set. The machine did not alarm or warn of a malfunction. The procedure was aborted and the patient's blood was not returned. Kit lot- 8305, manufacture date 01/01/2013 and expiration date 01/01/2015.(B)(6): a blood leak was noted on the pressure sensor located after the bowl when removing the kit after the procedure was completed on (B)(6) 2013. Cellex serial number-unknown. Kit lot- 8312, manufacture date 03/01/2013 and expiration date 03/01/2015. (B)(6): on (B)(6) 2013, a pressure "pod" leaked blood onto the machine. The treatment had to be aborted. Cellex serial number-unknown. Kit lot- 8329, manufacture date 05/01/2013 and expiration date 05/01/2015. (B)(6): on(B)(6) 2014, the tubing inside the machine broke causing a tear. Blood leaked out of the tubing and into the machine. Blood was unable to be returned to the patient. Cellex serial number-unknown. Kit lot - c306, manufacture date 02/01/2014 and expiration date 02/01/2016. The customer did not associate the complaints to a specific cellex instrument. The following four instruments are currently installed at (B)(6): (B)(4). The customer indicated that they do not have product to return; and they have not been returning the used disposable kits due to biohazard risk.

Manufacturer narrative:
The lots associated with these reportable events were reviewed. They all met release requirements. Trends were reviewed for complaint categories, tubing leak, pressure dome membrane leak, and drive tube leak/ break. No trends were detected for pressure dome membrane leak and drive tube leak/break. There was a slight increase in the number of tubing leak complaints. Tubing leak was investigated through CAPA (B)(4). CAPA (B)(4) was closed. Pressure dome membrane leak was investigated through CAPA (B)(4). CAPA (B)(4) were closed. CAPA (B)(4) were initiated for complaint category, drive tube leak/break. CAPA (B)(4) was closed. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).